Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The system and memory pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device displayed "service" on the screen, indicating a potential lockup failure. Power cycling the devic would not return the device to normal operation. There was no pt use associated with the reported failure.